Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: (B)(6) 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the complaint simplicity was visually inspected under magnification revealing that fragments of the lens were inside the cartridge, along with a portion of a detached haptic. The cartridge and cartridge tip were bent and damaged. The plunger rod was also observed to be bent and damaged. The damage to the cartridge and plunger rod is consistent with excessive force being used while trying to advance the lens. Ovd was not observed to be distributed evenly throughout the cartridge, which may have contributed to the complaint issue reported. No further issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded johnson and johnson (jnj) intraocular lens (iol) the inserter bent at the tip. Upon insertion and advancement of the lens, the tip of the inserter bent at a near 90 degree angle. The inserter and the lens were removed from the eye. The fully inserted lens was removed and replaced with a backup iol of the same model and diopter. There was a delay in the procedure. There were no complications such as a capsule tear, vitrectomy, sutures or incision enlargement. Directions for use were followed. No further information was provided.

Manufacturer narrative:
Section a3b, gender: customer said they don't collect that information. Section a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.